Manufacturer narrative:
The autopulse platform was returned to the manufacturer on 12/23/2014 for analysis. Investigation results as follows: visual inspection of the returned platform was performed and the top cover, front enclosure, bottom enclosure and battery lock were damaged. The platform was turned on/off and no problems were encountered. The platform ran for 12 minutes using a test mannequin and lrtf (large resuscitation test fixture) and no anomalies or errors were exhibited. Additional testing of the load cells found them both to be defective as there was a discrepancy between load 1 and load 2. A review of the archive was performed and no anomalies were found on the reported event date of (B)(6) 2014. However, multiple ua7 (discrepancy between load 1 and load 2 too large), ua18 (max take-up revolutions exceeded) and ua19 (max applied load exceeded) faults occurred on (B)(6) 2014, which is the last recorded date of customer usage. The load cells were replaced to remedy the customer's reported complaint of the platform exhibiting ua7, ua18 and ua19. The top cover, front enclosure, bottom enclosure and battery lock were also replaced. The platform underwent and passed all final functional testing. The customer's reported complaint of the platform exhibiting ua7, ua18 and ua19 was confirmed through review of the archive. The root cause was determined to be defective load cells. The load cells were replaced, remedying the customer's reported complaint.

Event description:
Complainant alleged that the autopulse® platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) 18 (max take-up revolutions exceeded), 19 (max applied load exceeded) messages, that were unable to be cleared. No adverse patient sequelae was reported. No further information was provided.